Event description:
It was reported by the customer that pyxis medstation es system remote manager was failed. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager unit alignment not ideal. A field service engineer repositioned to close and open easier. Cleaned cable collectors and reseated connections. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental report will be submitted if additional information obtained from the customer, and if any investigation findings.